Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Continuity testing passed indicating the conductors were intact. Due to the location (approximately 32-33 cm from the terminal pin) and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to rapidly falling impedance values. Damage to the lead body was noted as a result of clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to rapidly falling impedance values. Damage to the lead body was noted as a result of clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported.